Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years and 8 months post transfemoral tavr with a 29mm sapien 3 valve the valve failed due to increased gradients and thickened leaflets. The patient is being evaluated for intervention. Medical records were received and reviewed, approximately 4 years and 9 months post tavr with a 29mm s3 valve this patient was seen in consultation for bioprosthetic aortic stenosis. The patient presented with shortness of breath and dizziness. The types of intervention were discussed with the patient during the consultation. An echocardiogram performed approximately 2 months prior were documented. The exam noted a well seated tavr, no evidence of paravalvular leak. Assessment of the images noted reduced movement in the leaflet towards the left ventricle side and the leaflet towards the right ventricle side has no movement. The mean gradient was 43mmhg. The physician commented that valvular dysfunction is related to restricted leaflet from either pinwheeling or leaflet thrombosis. However, there is no confirmation of either event on the records received. At the time of this review no intervention has been scheduled. The patient had a valve in valve using a 26mm sapien 3 ultra valve. The valve was successfully implanted, and the patient has been discharged.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years and 8 months post transfemoral tavr with a 29mm sapien 3 valve the valve failed due to increased gradients and thickened leaflets. The patient is being evaluated for intervention. Medical records were received and reviewed, approximately 4 years and 9 months post tavr with a 29mm s3 valve this patient was seen in consultation for bioprosthetic aortic stenosis. The patient presented with shortness of breath and dizziness. The types of intervention were discussed with the patient during the consultation. An echocardiogram performed approximately 2 months prior were documented. The exam noted a well seated tavr, no evidence of paravalvular leak. Assessment of the images noted reduced movement in the leaflet towards the left ventricle side and the leaflet towards the right ventricle side has no movement. The mean gradient was 43mmhg. The physician commented that valvular dysfunction is related to restricted leaflet from either pinwheeling or leaflet thrombosis. However, there is no confirmation of either event on the records received. At the time of this review no intervention has been scheduled. The patient had a valve in valve using a 26mm sapien 3 ultra valve. The valve was successfully implanted, and the patient has been discharged. Proctor reviewed 3mensio imaging and found, that the 29mm valve is under-expanded at the mid portion at 26.1mm (0.5mm added for outer diameter). Calcification can be observed on all 3 leaflets. The combination of the under-expansion and calcific leaflets probably caused increased gradients.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b5, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was received and reviewed; the valve was under expanded at the mid portion and measured 26.1 mm. There were calcifications on all 3 leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was objectively confirmed based on the provided 3mensio imagery. Available information suggests patient factors likely contributed to the event as a medical history of vast comorbidities (e.g. Chronic kidney disease stage 3, diabetes mellitus type 2, and hyperlipidemia) were observed per medical record review. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.